Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in downtime and users were unable to log into the station. A technical support specialist remoted into both stations and reviewed the event viewer and med application log files. No specific errors were identified during the period examined, which covered multiple days from january 5 to january 8, 2026. Updated the customer and provided a screenshot of the event viewer logs for reference. The customer acknowledged the findings and agreed to close the ticket. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station would not allow users to log-in to them for 15-30 minutes. Staff reported that there was a swirling circle icon on that screen the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.